Event description:
Caller reported a malfunction on pump, identified as malf 0, without any notable events occurring prior. The issue did not cause customer's blood glucose level to exceed 500 mg/dl. Customer was assisted by cts with resetting the pump, and no recurrence of the malfunction was noted afterward. It was resolved that customer could continue using the pump, with instructions to call back if issue recurred, which caller understood.